Manufacturer narrative:
Device received with blank display and missing segments/partial display anomaly due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with broken battery cap and broken belt clip rails slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer did not reported blank display. No harm requiring medical intervention was reported. Customer stated not sure but his insulin pump fell and now it¿s beeping with the screen showing lines going across. The insulin pump will be returned for analysis.